Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced a missing stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: before use the tube, it was found that the tube had no stopper. Patients and users were not affected.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced a missing stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: before use the tube, it was found that the tube had no stopper. Patients and users were not affected.

Manufacturer narrative:
H.6. Investigation summary: mat: 363095. Lot: 2067084. Bd did receive 2 photographs from the customer, showing the cap with the missing stopper. Additionally, 100 retained samples from the bd inventory were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided, however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.